Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering observed a hole to be burned through the silicone and the silicone exhibits localized melting around the hole, indicative of arcing. The hole is approximately .020 inches in diameter and is located .275 inches above the silicone to sleeve interface.

Event description:
It was reported that during a da vinci si hysterectomy procedure, arcing was observed coming from the monopolar curved scissors (mcs) instrument with an mcs tip cover accessory installed. The planned surgical procedure was completed with a replacement mcs instrument and tip cover. No patient harm, adverse outcome or injury was reported.